Event description:
I had breast augmentation (silicone) procedure (natrelle inspira by allergan sn # (B)(4)), on (B)(6) 2018 by dr. (B)(6) and almost immediately my body started having a reaction to the product. The symptoms started out with a capsule in both breast, breast pain, hair shedding, lesions on my breast and imbalance. As the months passed more symptoms occurred such as brain fog, traveling joint and body pain, horrific migraine headaches, rapid vision decrease which has affected my job performance. I have seen several physicians who can't find anything leading to these symptoms other than the implants. FDA safety report ID # (B)(4).